Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx pro closure device was implanted on (B)(6)2026. A week later, the patient went in for a cardioversion. On a pre-procedure transesophageal echocardiography (tee), a large device related thrombus was noted. The patient had been taking eliquis as instructed but was switched to coumadin. On a follow up, the implanting physician noted the thrombus had decreased by 95 precent. There were no further complications.

Manufacturer narrative:
B3 event date: estimated date as actual date was not provided.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx pro closure device was implanted on (B)(6) 2026. A week later, the patient went in for a cardioversion. On a pre-procedure transesophageal echocardiography (tee), a large device related thrombus was noted. The patient had been taking eliquis as instructed but was switched to coumadin. On a follow up, the implanting physician noted the thrombus had decreased by 95 precent. There were no further complications.

Manufacturer narrative:
B3 event date: estimated date as actual date was not provided.the device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.